Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to duplicate the customer's reported issue. External inspection reveals burned housing and pogo pins on power manager. Sprint pack is un-repairable. The service technician scrapped the sprintpack. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported model lap top ventilator sprintpack was plugged into a ac power adapter. The customer saw the unit smoking and immediately unplugged it. It was not connected to the patient and was being prepared for use.